Event description:
The customer reported a non-record, and when importing treatment record, the fractionation and session was incorrect. It was noted that the patient had 2 fields (lt. Breast & s'clav). However, other fields were imported, but were still attached to the first fraction and first session. When looking closer into rtc reference point, the plan was retired and a plan revision was created, but was not treatment approved. Patient was not mistreated.

Manufacturer narrative:
On investigation, it was determined that this event was a repeat occurrence of a previously reported event whereby, a plan: is imaged only, and without the accumulate dose option being set, and is "retired" through user creation of a plan edit, and the new plan is not "treatment approved", then only the retired plan will be offered for treatment (by design, any treatment fraction that was started, but not completed when the plan was retired can be completed), and, if treated, the treatment record will not be saved (although an error message with instruction to restore the record from the back-up database is produced) and, if the user does not restore the record from the back up database, the plan can be treated again. If the change to the plan was significant, then treatment to incorrect volume could result, possibly leading to serious injury. No misadministration occurred in this case. An urgent medical device correction notification has been sent to affected customers. This corrective action has been reported under the guidelines of (B) (4). The effectiveness of the recall indicates that this center had received a copy of the related urgent medical device correction notification prior to this event, and has received the software correction following this event. No additional follow-up to this MDR is expected.